Event description:
It was reported to boston scientific in late 2006, that a trapezoid rx lithotripter compatible basket device was used for a stone removal procedure in a female patient (age and weight unknown) the same day. According to the complainant, "[the] basket was intended to use to stone removal and to remove the stent from papilla. It was not possible to open the basket properly outside the papilla. Basket was introduced again into the cbd in order to remove stones, but it was noticed that its outer jacket was folded and it was broken in the junction where wire channel starts." No patient complications were reported as a result of this issue.

Manufacturer narrative:
A visual analysis of the returned device, confirmed the reported event. A visual examination of the device revealed that the sheath is not being held properly by the handle heat shrink. In addition, the sheath is buckled and separated at several locations along its length. However, it cannot be determined that exact cause of this issue. A review of the device history record for the pertinent lot was performed; no anomalies were noted.